Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The pcoip client was replaced. The navigation system then passed the system checkout and was found to be fully functional. The pcoip client was returned to the manufacturer; through analysis the reported issue was able to be duplicated. The pcoip client was tested and logs indicated software reboot at 2 hrs 1 min and 1 hr 50 min. It was determined that there was an electrical failure with the pcoip client. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system cycled the pc-over-ip (pcoip) screen on the camera cart during the case. This occurred during the navigate task. The system came back, and the screen went away. The site was then able to finish the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.